Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that will not charge was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty power supply unit. Appropriate action was taken to correct the reported problem by replacing the faulty power supply unit. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump will not charge. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is 7:01:00. No additional information is available.